Event description:
Distributor received info that an ICD and chronic lead system exhibited oversensing. The rate sensing lead impedance was also found to measure more than 2000 ohms, indicating a possible open circuit. An invasive procdure was performed and the physician elected to replace the device and add a new bipolar rate sensing lead. The two rate sensing leads were capped.